Event description:
A customer contacted beckman coulter regarding a false negative bhcg test that was generated by the synchron lx I 725. - the customer indicated that the bhcg result (data system) transmitted to the customer's system was not recognizable. - this caused the system to interpret the bhcg result as 0.0miu/ml. The customer indicated that this problem was indicated that this problem was identified after testing a "greatly elevated" bhcg result requiring dilution was transmitted from the lx I 725 to lis was interpreted (by the lis) as 0.0 miu/ml. The customer did not provide any additional info about the false negative bhcg result. The customer indicated that there has been no change to pt treatment that can be attributed to this event.